Event description:
A software error was detected in the customer's system, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process. After the reset, the malfunction did not recur, and the customer was informed to call back if the issue reappeared. The customer understood and acknowledged the instructions and continued to use the pump.